Manufacturer narrative:
Product analysis: the device was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately one year, three months, and eleven days following the implant of this transcatheter bioprosthetic valve, the valve was explanted and replaced with a non-medtronic mechanical valve. The reason for the valve explant was unknown. No additional adverse patient effects were reported.